Event description:
It was reported that a motor stall occurred. The patient was not immediately in an MRI and was not believed to be the cause. The motor stall was confirmed in the attention dialogue box. It was noted that the health care professional (hcp) reported the same thing happened when they were checking the pump the week prior. It was unknown when the stall actually occurred, as no logs were provided. The pump had been used to infuse fentanyl in the past, however at the time of event it was unknown what drug was contained in the pump. No interventions, patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The device code has been updated to : (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The conclusion code has been updated.

Event description:
Additional information was received from a company representative. There was also a stopped pump period may exceed tube set message noted in the logs. The patient was receiving fentanyl (6000 mcg/ml, 35.9 mcg/day), and bupivacaine (10.0 mg/ml, 0.060 mg/day).

Event description:
Additional information received from a manufacturer representative reported that the patient's pump was replaced on (B)(6) 2015. The patient was managed on oral medications up until the replacement. The patient was doing just fine/great with no problems.

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train. The stall was due to the shaft/bearing.

Event description:
It was later reported the patient only experienced increased pain. The stalls recovered in less than 24 hours, but there were two that occurred over the course of a week. The cause of the stalls has been undetermined. The logs were checked on the pump and nothing seemed out of the ordinary. The pump was set to minimum rate in anticipation of the pump being replaced; however, the patient has not been cleared for surgery due to cardiac issues. They are currently managing the patient¿s pain with oral medications.

Event description:
Additional information received reported intermittent motor stalls. The date of the motor stalls was unknown. It was reported the patient's symptoms were unchanged and that the patient did not have any symptoms. The pump logs were checked. A plan was being discussed. The patient was listed as "alive - no injury". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).